Manufacturer narrative:
Product event summary: analysis found that there was something sticky on the battery contact chips and the bail cover and bail was missing.

Event description:
It was reported that the device was unable to power on. The external pulse generator (epg) was returned for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.